Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. An unexpected gantry motion occurred. After loading a new pt plan and pushing the accept button, the gantry started to move. There was no different gantry angle configured. The keys alt/enable were not pushed. There was an error message "injector overcurrent". Although pushing clear and reset at the console, the gantry moves. It could be stopped only by pushing the "emergency off" corrective action is pending final investigation. No info was reported that suggests that a mistreatment or serious injury has occurred. Preliminary risk assessment is documented. Corrective action is pending investigation and root cause determination.

Manufacturer narrative:
Preliminary risk analysis indicates: severity: 3 (critical). The complaint behavior may potentially result in a serious injury. There are emergency off buttons installed and they have been used to stop the unintended gantry motion. Probability: b (improbable). According to the user manual the therapist must supervise the pt treatment all the time and stop any unexpected motion of the system before a pt is injured by moving parts. Case 1: c (remote) - reason: probably will not occur for more than one fraction. Case 2: c (remote) reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. No other products are concerned.